Manufacturer narrative:
H4: the lot was manufactured from june 15, 2022 - june 17, 2022. H10: two (2) actual devices and photographs of the samples were received for evaluation. The photos showed images of a leak at the connection of the blue winged cap. Visual inspection on the two administration tube sets and their blue winged caps via the naked eye noted the caps were slightly untightened. A functional leak test was performed by connecting the two administration tube sets and their blue winged caps to two infusors body. The two infusors body were filled with green color water. After fill, a leak was observed coming out at the untightened blue winged cap. When the caps were securely tightened, the leak stopped. White marking and signs of surface roughness were not observed inside the caps when inspected under the microscope. The cause of leak may be due to a use error because the blue winged caps were not securely tightened after fill. The product label (IFU, instructions for use) indicates the blue winged cap should be securely connected to the device after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) large volume infusors leaked at the luer connector. This was identified before use. There was no patient involvement. No additional information is available.